Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to multisystem organ failure and a large cerebrovascular accident (cva). Care was withdrawn. An autopsy was not performed, the device was not explanted, and will not be returned for evaluation.

Event description:
Additional information: it was reported that the outcome was not device or therapy related and the device operated as expected.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multi-system organ failure, cerebrovascular accident (cva), and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Multiple organ dysfunctions/failures, stroke, bleeding, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.